Manufacturer narrative:
The events of seroma-late and capsular contracture, baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma-late, capsular contracture, baker grade unknown. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reports late onset seroma and capsular contracture, baker grade unspecified, against an unspecified side. The device remains implanted.